Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the device not powering on was due to the battery being depleted. The battery became depleted from the continuous beeping from the device being in a "not ready - replace electrode tray" status. Stryker also observed that the device was missing the lid magnet. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. Stryker determined that the cause of the reported issue was due to the device's lid assembly. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.